Event description:
It was reported that during a sleeve gastrectomy procedure, the tissue was pushed out during the third firing by the device and a ecr60d (first two were ecr60g). The stomach was not cut completely and not sealed by the staple. After this the surgeon decided not to fire other ecr60d and send them all back for product complaint. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the procedure completed? By using covidien devices. Was there any patient consequence? If yes, please describe. No. Just to confirm, did the device partially cut and not deliver any staples? No. Staples were delivered. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not sure. Were any unexpected noises heard? If so, when? Not sure. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with two ecr60d cartridge reloads present. Cartridge (b) ecr60d, j5jm1m was received fully fired and in good visual condition. Cartridge (c) ecr60d, j5jm1m was received unfired and in good visual condition. The device was tested for functionality in the articulated position with the returned cartridge (c) reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.